Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6)/ biomed need assistance on 8100 sn (B)(4) error door open even if the door was closed. Failure device type: failure problem type: failure mode: case resolution: I ask biomed to verify the sear on the door latch if bent. Biomed notice that there was a minor bent. Sear need to be replaced. Biomed will call back if need further assistance. Ref: (B)(4).